Event description:
Hosp staff responded to a cardiac arrest. The staff unplugged the device from ac power, turned the device on, and moved the device down the hall to the location of the arrest. The service light was on at that time. Reportedly, when the charge button was pressed the device did not charge and staff was unable to deliver a shock to the pt. A back up device was obtained and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the staff's assessment of the pt's lack of viability.